Event description:
The customer stated that on several occasions she was treated by paramedics because she was in a hypoglycemic coma. The customer stated that after the most recent event, the insulin pump alarmed low battery. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.